Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that in angio-seal device came out lock defective. When the angio-seal device was pulled back to set the anchor, the angio-seal device came out of the insertion sheath without being snap locked. Since re-insertion of the device could result in collagen deposition in the artery, the device and the insertion sheath were withdrawn simultaneously, and the anchor and collagen were set manually. As a precaution, manual compression was also applied to the puncture site. Subsequently, upon confirming that there observed no blood leakage or health harm, hemostasis was successfully achieved. Estimated blood loss was less 250. No health damage for the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was the left common femoral artery. It is unknown if it was distal or proximal to the inguinal ligament. The vessel diameter is unknown. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
This report is being sent as follow-up #1 to provide the completed investigation results. One (1) 6 fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The internal contents were found to have been fully deployed and the suture was found to have been cut distal to the clear stop indicator. No damage or issues with the device were identified. The complaint was unable to be confirmed for a connection issue. The exact root cause was unable to be determined. If device separation had occurred, it is likely that the issue was caused by off-axis/lateral movement of the carrier tube during rear-locking. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).